Event description:
This is a case report received by baxter (B)(4) from the (B)(4) affiliate. It was reported that the patient clamped the peritoneal dialysis solution to the transfer set and opened the twist clamp of the transfer set in order to start channelling fluids, but the solution flowed out. When the twist clamp was turned into the open position, it was broken, and the clamp seeped, the solution flowed not only through the connection, but also outside since the clamp was broken. This medical device report is for one of two units which were affected. Pictures of one sample was available for evaluation. No patient injury was reported. On (B)(6), 2010 the (B)(4) affiliate clarified the reported problem. The twist clamp was turned into the closed position and water was pouring through the transfer set, but the water flowed through the connection. The twist clamp could not be closed since it was broken. No leakages were found from the tubing.

Event description:
A medtronic representative reported that, during a tumor resection case, the surgeon felt inaccurate. Tracer registration passed and surgeon felt within 1 mm accurate to proceed. The surgeon removed the tumor and went back to review the case. The system indicated that his pathway went in through the tip of the ventricle horn and the imri indicated it went more posterior, possibly off by 1 cm. There was no impact to the pt.

Manufacturer narrative:
(B)(4). Only a picture of the sample was available. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s. Additional information will be provided upon completion of baxter's evaluation.

Manufacturer narrative:
(B)(4). This complaint was confirmed by photo evaluation in the lab for leak due to broken occluder feet. Broken occluder mechanisms prevent proper clamping of the tubing and generally result in an internal tubing leak or lack of fluid shut-off through the set. Received pictures of used set with cap on dark blue connector attached and no cap on patient connector in reference to leak. Visually inspected the photo noted a residue on the light blue body and visually noted broken occluder feet. During visual inspection, there was no whitish spot on the occluder leg that indicates a possible overtorking. The complaint was confirmed in the lab for leak due to broken occluder feet, but the cause of the broken occluder feet is undetermined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.